Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.